Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Field service was dispatched to the account and replaced multiple instrument parts to resolve the issue. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction or deficiency.

Event description:
The account stated that false positive architect cmv igg results were generated. An initial result of 13.8 au/ml was generated. The sample was repeated with results of 0.3 and 0.7 au/ml generated. There was no report of impact to patient management.